Event description:
During endoscopic procedure, the advance capsule endoscope delivery device did not push the capsule but veered in a sideways projection. Item removed, new device obtained and used without difficulty, no harm to the patient.